Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "peizo distorted". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the upper back label was missing, but otherwise the pump was in good condition. Review of the event history log showed the pump displayed "no disposable detected" and "high pressure" alarm messages after the pump started. The pump did not display "piezo distorted" message during the investigation. Fluid ingression was found on the chassis base and by the occlusion sensors. As a preventive measure the piezos and downstream occlusion sensor were recommended to be replaced. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Updated: device evaluated by MFR and adverse event problem.